Event description:
It was reported that patient underwent a pump exchange on 07dec2021. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump exchange could not be conclusively determined through this investigation. Additional information regarding the event, including product return requests, was requested from the account; however, no further information has been provided at this time. Heartmate ii left ventricular assist system, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 29jun2016. Although no adverse events or device-related issues were reported, the heartmate ii left ventricular assist system instructions for use outlines normal ventricular assist device operation, as well as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.